Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user meter had a low battery.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-130mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 72mg/dl fasting. Reviewed meter memory (B)(6). When she attempted to run a 2nd test the meter displayed a low battery symbol and she was unable to perform the 2nd test. We tried a multitude of batteries from different meters that she had that used the same type of battery (B)(4) 3v lithium battery (with no luck). So she tried installing the original contour battery in the meter and it gave power to access the memory and obtain the results.